Event description:
Dr stated that the implants fractured in the patients mouth while the patient was chewing.

Event description:
Dr stated that the implants fractured in the patients mouth while the patient was chewing.